Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified. The alleged fluctuating battery was unable to be confirmed due to the battery not charging issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. In addition, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 270 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source.